Manufacturer narrative:
This product is manufactured in (B)(4), but not marketed in the u.s. Diopter: -10.00. Device evaluated by manufacturer? No: lens not returned. (B)(4) new incision. Secondary surgery. Lens explanted. Vaulting. Based on the complaint history, a specific root cause of this event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -10.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. Subsequently, the patient had elevated intraocular pressure without pupil block and angle closure. The lens was exchanged for a shorter lens and the problem was resolved.